Manufacturer narrative:
One battery ((B)(4)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event could not be confirmed; the battery worked as intended, and was able to charge, discharge and communicate with the controller as intended during bench testing. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. In the absence of archive logs for the event in question, controller logs were generated by using a controller tool ts00139-41 (controller serial(B)(4)) at bench system testing. The system was left running for approximately 6 hours taking the battery from an rsoc of 95% to 24%.the intent was to secure log files, unique to (B)(4), while performing a full discharge cycle and powering the bench setup for approximately 6 hours. No specific saw values were noted that could indicate a potential communication issue generated by the battery. Also, no potential switching events were during the same 6 hour period. As a result, the log files were nominal with no indication of abnormalities relative to soft switching events. No intermittent events occurred that could indicate potential hardware abnormalities. The customer complaint could not be duplicated during laboratory testing. This battery ((B)(4)) performed as intended. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take.  Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined.  Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported that while shopping this patient experienced a low priority alarm "connect battery" despite the battery being connected to the controller  the test button on the battery was pressed and the leds remained dark. The patient stated that he disconnected and reconnected the battery twice without success.  After five minutes the battery delivered power again. The patient reported that" he needed the time because his backup batteries were in the car and he needed 5 minutes to get there". He did not exchange the battery at that time.  The vad coordinator later confirmed the event via log file data and the battery was exchanged.